Event description:
The caller reported that the customer stated the pilot balloon leaked. It was put in the pt in 2009, and the leak was noticed within 24 hours. They pre-tested the cuff, but it did not look at the pilot balloon. The caller stated this leak was in the balloon itself and they repaired it and left the tracheostomy tube in the pt for the "normal 7 days", and then replaced it.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.